Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that there was a tube anode fault which cannot emit exposure. The philips fse analyzed the log file which showed the error code 10ll. To resolve this issue, the philips engineer replaced the tube anode. After replacement of tube anode, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that there was a tube anode fault, and the equipment could not produce exposure. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the rotor control panel. After the control panel was replaced, the system was returned to use in good working order.